Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to power supply unit. In addition, dust inside the unit and main switch deform were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center fails to power on. In addition, the green light was not glowing at the power button. The event occurred during preparation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the switch was not turned on (the power is not turned on) due to the failure of the internal power supply (converter). The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.